Manufacturer narrative:
H10: of the twenty reported malfunctions, 19 lot numbers were provided, and lot history review were performed. No samples were returned. However,19 medical records were reviewed and images were provided for 10 malfunction. For 11 malfunctions, the investigations were confirmed for perforation of the inferior vena cava. For three malfunctions, additionally migration (a0104) code was added and the investigations were confirmed for migration and perforation. For two malfunctions, additionally malposition of device (a150202) was added and the investigations were confirmed for malposition of device and perforation. For one malfunction, additionally detachment (a0501) code was added and the investigation is confirmed for detachment and perforation. For one malfunction, additionally malposition of device (a150202) and detachment (a0501) codes were added and the investigation is confirmed for malposition of device, detachment and perforation. For the remaining two malfunctions, the investigations were inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfat2782, gfav0680, gfbr3704, gfcn1629, gfxh2811, gfxk0025, gfya3091, gfyd2731, gfyf3387, gfyg3716, gfyl3402, gfzd4293, gfzf3942, gfzg3088, gfzj0417, gfzj0455a, unknown), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twenty malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly perforated the inferior vena cava. This information was received from various sources. These malfunctions involve twenty patients with no consequences. Of the twenty patients, eighteen patients' ages were reported to be between 27-88 years and three patients¿ weight were reported to be between 115 - 355 lbs, seven patients were reported as male, and twelve patients were reported as female. All other patient details were not provided.

Event description:
This report summarizes 19 malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly perforated the inferior vena cava. This information was received from various sources. These malfunctions involve 19 patients with no consequences. Of the 19 patients, 18 patients' ages were reported to be between 27-88 years and three patients¿ weight were reported to be between 115 - 355 lbs, seven patients were reported as male, and twelve patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: of the 20 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90095. H10: of the remaining 19 malfunctions, 18 lot numbers were provided, and lot history review were performed. No samples were returned. However,19 medical records were reviewed and images were provided for 10 malfunction. For 11 malfunctions, the investigations were confirmed for perforation of the inferior vena cava. For three malfunctions, additionally migration (a0104) code was added and the investigations were confirmed for migration and perforation. For two malfunctions, additionally malposition of device (a150202) was added and the investigations were confirmed for malposition of device and perforation. For one malfunction, additionally detachment (a0501) code was added and the investigation is confirmed for detachment and perforation. For one malfunction, additionally malposition of device (a150202) and detachment (a0501) codes were added and the investigation is confirmed for malposition of device, detachment and perforation. For the remaining one malfunctions, the investigation is inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfat2782, gfav0680, gfcn1629, gfxh2811, gfxk0025, gfya3091, gfyd2731, gfyf3387, gfyg3716, gfyl3402, gfzd4293, gfzf3942, gfzg3088, gfzj0417, gfzj0455a, unknown), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twenty malfunctions. A review of the reported information indicated that model dl900j, vena cava filter, allegedly perforated the inferior vena cava. This information was received from various sources. These malfunctions involve twenty patients with no consequences. Three patient's were reported as female, and three were reported as male. Five patients ages range from 50-66 years. One patient was 52kgs. No details were provided for the other patients.

Manufacturer narrative:
H10: of the twenty reported malfunctions, 19 lot numbers were provided, and lot history review were performed. No samples were returned. However six medical records were reviewed and images were provided for one malfunction. Five investigations were confirmed for perforation of the inferior vena cava and the remaining 15 investigations were inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfat2782, gfav0680, gfbr3704, gfcn1629, gfxh2811, gfxk0025, gfya3091, gfyd2731, gfyf3387, gfyg3716, gfyl3402, gfzd4293,gfzf3942, gfzg3088, gfzj0417, gfzj0455a, unknown), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the twenty reported malfunctions, no samples were returned, however three medical records were reviewed. Two cases were confirmed for perforation of the inferior vena cava, and the third was inconclusive. The remaining investigations were inconclusive as well. The root cause could not be determined. The devices were labeled for single use. (Corporate lot number: gfat2782, gfav0680, gfbr3704, gfcn1629, gfxh2811, gfxk0025, gfya3091, gfyd2731, gfyf3387, gfyg3716, gfyl3402, gfzd4293,gfzf3942, gfzg3088, gfzj0417, gfzj0455a, unknown)

Event description:
This report summarizes twenty malfunctions. A review of the reported information indicated that model dl900j, vena cava filter, allegedly perforated the inferior vena cava. This information was received from various sources. These malfunctions involve twenty patients with no consequences. Two patient's were reported as female, and one reported as male. The ages range from 50-58 years of age. One patient had a weight of (B)(6). No details were provided for the other patients.